Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked belt clip slot, minor scratches on display window, cracked display window, stained end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to confirm motor error alarms due to keypad anomaly. The motor was tested ok.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.